Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that the button pressed may be delayed or fail to respond if pressing too rapidly on buttons. These events can lead to keypad issues. No harm requiring medical intervention was reported. The insulin pump not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.